Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on both the rate/sense (r/s) and shock electrogram. The noise on r/s does inhibit ventricular pacing.